Event description:
Pt (B)(6) months post-operative mandible fracture case complained to the surgeon that on of the screws seemed like it was backing out, and could be felt. Surgeon returned the pt to the operating room on (B)(6) 2012, for removal of hardware. Surgeon removed one plate and five cortex screws. Healing was reportedly achieved, and no new hardware was implanted. Explanted hardware was discarded. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.